Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse during further check found safety disk is defective need to replace. The fse replaced safety disk with new one and observed machine for three hours. The machine was working ok. The fse handed over equipment to customer in good working condition.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) unit has leak in iab circuit. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has leak in iab circuit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.